Event description:
The complaint is reported as: after the arterial line was inserted successfully, the user noticed the catheter had a crack in it.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheter and lidstock for analysis. Signs-of-use in the form of biological material was observed on the catheter hub. Visual analysis did not reveal any defects or anomalies. The catheter body total length from the hub (proximal end) to the distal tip measured 2.736", which is within the specification limits of 2.715"-2.755" per the catheter graphic. The catheter body outer diameter measured .0445", which is within the specification limits of .044"-.047" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured .032", which is within the specification limits of .031"-.034" per the catheter extrusion graphic. The instructions-for-use provided with this kit instructs the user, "attach desired stopcock, injection cap or connecting tubing to catheter hub. Secure catheter to patient in preferred manner using suture wings, suture groove or wing clip, where provided". The catheter was attached to a teak tester and pressurized at 300kpa for 30 seconds. No leaks or defects were observed. Performed per bs en iso 10555-01 section 4.7.1. A lab inventory luer-lock syringe filled with water was attached to the catheter hub. The plunger was flushed, and no leaks were observed. To check for blockages, a lab inventory guide wire with a diameter of .018" was inserted through the returned catheter. The guide wire was able to pass completely through the assembly with little to no difficulty. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "hold catheter in place and remove spring-wire guide assembly. Pulsatile blood flow indicates positive arterial placement". The IFU also states, "attach desired stopcock, injection cap or connecting tubing to catheter hub. Secure catheter to patient in preferred manner using suture wings, suture groove or wing clip, where provided". The report of a split arterial catheter was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: after the arterial line was inserted successfully, the user noticed the catheter had a crack in it.